Event description:
When the surgeon used the stapler, the stapler misfired before it had been engaged. When trying to switch to a new reload, the reload in the stapler would not come loose. There was no harm to the patient.